Event description:
Impella was placed in ventricle over 018 impella wire, upon trying to remove wire it was extremely difficult to remove. Wire when separated and was uncoiled upon removal. Physician opted to remove entire impella system and used a different device. No significant injury noted to pt, separate balloon device was used and cath was successful following events. MFR's rep (B)(6) collected product.